Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2-1 failed to open due to a damaged position sensor and retractor band. A field service engineer replaced the retractor band and position sensor to resolve; this work is recorded in work order 01377123. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open, affecting patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open and affected patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, g.2, h.6 complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. Device history record: a review of the device history record for sn (B)(6) was performed from 05-feb-2022 to 05-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Investigation summary: upon investigation of the actual device used in this incident it was determined that drawer 2-1 failed to open due to a position sensor, retractor band, and a position sensor wire damaged. A field service engineer replaced the retractor band and position sensor to resolve followed by preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.